Event description:
A malfunction alarm with code malf 9 was reported, and no significant events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions, assisted the customer in successfully resetting the pump, and advised the customer to continue using the pump while monitoring for any recurrence of the malfunction. The customer acknowledged and understood the advice given.